Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia {painful sexual intercourse}"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / uterine fundal perforation') and device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding?"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (essure removal and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: event uterine perforation was added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding?"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse},"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: pif received. Reporter information added. Removal surgery added for event device expulsion. Case became serious incident. Event genital hemorrhage downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.